Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be advanced past the tip of the attempted left ventricular (lv) lead. The lead was withdrawn and the guidewire was removed. A new guidewire was attempted but again could not be advanced past the lead tip. The patient is to receive a different lead at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst noted that the guidewire insertion test was passed. The guidewire passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.